Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 that upon insertion of the expandable corpectomy device intraoperatively, the device would not expand. The threads on the mechanism of the device were worn and therefore the distractor was unable to open up the device. The wheel on the distractor had flattened the teeth on the device. The surgery time was extended 30 mins. This is report 1 of 1 for complaint (B)(4).